Event description:
Healthcare professional (hcp) reported a patient was injected in the nasolabial folds with one syringe of juvéderm vollure¿ xc. Two days later, the patient experienced bilateral redness and pustules with a yellowish oozing liquid in the injected area. Patient did not have itching or pain. Later that night, patient went to the emergency room and was prescribed zyrtec and cephalexin. The next morning, hcp checked their capillary refill (which was near-instantaneous), noted it was a delayed hypersensitivity reaction and prescribed a two-week prednisone taper starting at 60 mg. Two days later, symptoms are much better. The prednisone worked and the patient is all better.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Additional, changed, and/or corrected data.

Event description:
Healthcare professional (hcp) reported a patient was injected in the nasolabial folds with one syringe of juvéderm vollure¿ xc. Two days later, the patient experienced bilateral redness and pustules with a yellowish oozing liquid in the injected area. Patient did not have itching or pain. Later that night, patient went to the emergency room and was prescribed zyrtec and cephalexin. The next morning, hcp checked their capillary refill (which was near-instantaneous), noted it was a delayed hypersensitivity reaction and prescribed a two-week prednisone taper starting at 60 mg. Two days later, symptoms are much better. The prednisone worked and the patient is all better.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.